Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant, the defibrillation threshold test (dft) failed twice the conversion. An external shock was delivered to rescued. The therapy was turned off and it was planned to bring the patient back in a couple weeks to retest. The s-ICD system remains in service and no additional adverse patient effects were reported.